Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that optical placement signal from pump was invalid during case start. Logs also show that multiple attempts were made to reconnect the pump, however case wizards prompts were not followed in order .the cause of the failure mode was most likely use related: pump connector not plugged all the way in, combined with frequent disconnecting/reconnecting of the pump performed out of synch from case start wizard prompts. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an optical sensor and display issue with the automated impella controller (aic). The aic was replaced and support proceeded with the 2nd aic. Ultimately patient expired on support, and there is not enough information to exclude the impella device as an associated factor in the patient's demise.